Event description:
During the retrieval of the needle, the distal part of the wire guide which is very soft and floppy, was blocked and broken. No additional information has been provided such as intervention nor pt outcome. An attempt was made to gather more information on (B)(6) 2012 but no new information was available at this time due to hospital staff being on holiday. Translation from new information: when removing the guide from the needle, its distal part - very flexible - jammed and broke. Result: prick with the needle sticking out of the pt's vein. No section of the device remains inside the pt or had to be retrieved. No additional procedures were required. No adverse effects on the pt were reported.

Manufacturer narrative:
"Prick with the needle sticking out of the pt's vein." Is not listed in the instructions for use. Separates is not listed in the instructions for use. Event is still under investigation.